Event description:
The following was reported to gore: on (B)(6) 2022, patient presented with an aneurysmal fistula, and a gore® acuseal vascular graft was implanted in the patient's upper arm as an interposition graft. On (B)(6) 2022, a new gore® acuseal vascular graft placement was implanted due to cannulation difficulties with the previously implanted graft. A 6.0 prolene suture was used and the revision was completed without incident. As reported, the physician stated this is an acuseal graft delamination.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. (B)(4). The device (vascular graft) remains implanted; therefore, direct product analysis was not possible. Physician reported a very small section was removed during revision procedure, but the explanted section was not made available to gore for analysis. An image was provided as the image is not sufficient to provide an accurate engineering evaluation. The reported failure mode reflects the case description but could not be confirmed. The evaluation found no anomalies attributable to the manufacture of the device. Instructions for use for gore® acuseal vascular graft: vascular access procedures: the gore® acuseal vascular graft can be cannulated early (within 24 hours after implantation). Patients should be carefully monitored when using gore® acuseal vascular grafts for vascular access. Puncture sites must be adequately separated when repeated needle punctures of the graft are necessary. Multiple punctures in the same area may lead to disruption of the graft material or formation of a perigraft hematoma or pseudoaneurysm. Possible complications with the use of any vascular prosthesis complications which may occur in conjunction with the use of any vascular prosthesis include but are not limited to: redundancy; infection; ultrafiltration or perigraft seroma; thrombosis; mechanical disruption or tearing of the suture line, graft, and/or host vessel; excessive suture hole bleeding; formation of pseudoaneurysms due to excessive, localized, or large needle punctures; or perigraft hematomas. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.